Event description:
Out-pt for cardiac catheterization. Procedure revealed a mild lesion that required intervention. Cypher stent placed. Pt admitted to room at 1420. At 1630 began complaining of chest pain. At 1730 EKG changes were noted. At 1815 back to cath lab. Stent thrombosis noted.